Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, of diopter -9.5, into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged with a longer length lens due to low vault without rotation. This resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
Claim # (B)(4).